Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving prialt ( concentration 25 mcg/ml, dose 16.991 mcg/day) via an implantable pump for bone and malignant pain. The patient was also taking oral oxycotin. The event date was unknown. A pump issue was reported; the patient stated that at his last refill, there was more drug in the pump than there was supposed to be, the patient also stated that he was taking more as needed pain medicine than before. It was unknown as to what factor may have led or contributed to the issue. On this report date, a catheter dye study and rotor study was performed. The rotor study was normal but even though they were able to aspirate some approximately 2-3mls from the catheter, they were unable to push dye all the way through. He pulled the needle out and checked that the tubing and needle were patent and entered again with the same result. A catheter/pump revision was planned; it was also noted that surgical intervention did not occur but it was unknown as to whether it was planned at the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.